Manufacturer narrative:
A ge service rep performed an on site investigation. The fuses and power cord were replaced and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had an interlock failure error and would not boot up. There was no pt injury or death reported.